Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 41-year-old female patient who had essure (batch no. A02555) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hydrothermal endometrial ablation and essure insertion performed on same day" on (B)(6) 2012. The patient's medical history included menstruation abnormal, genital bleeding, menometrorrhagia, uterine fibroid, ovarian cyst, obesity, endometriosis, gastric bypass, tonsillectomy and breast operation. Concurrent conditions included neoplasm, polyp, anxiety, menopausal syndrome, stress incontinence, female, pelvic pain, adenomyosis, abdominal bloating, endometrial atrophy, anemia and retroverted uterus. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy nonstop bleeding for 8 weeks"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, fatigue and alopecia had resolved. The reporter considered abdominal pain, alopecia, fatigue, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: right side three coils were visualized. The same procedure was done on the contralateral side and 4 coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, fatigue. Lot number: a02555 manufacturing date: 2012-04 expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6) female patient who had essure (batch no. A02555) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hydrothermal endometrial ablation and essure insertion performed on same day" on (B)(6) 2012. The patient's medical history included menstruation abnormal, genital bleeding, menometrorrhagia, uterine fibroid, ovarian cyst, obesity, endometriosis, gastric bypass, tonsillectomy and breast operation. Concurrent conditions included neoplasm, polyp, anxiety, menopausal syndrome, stress incontinence, female, pelvic pain, adenomyosis, abdominal bloating, endometrial atrophy, anemia and retroverted uterus. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy nonstop bleeding for 8 weeks"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, fatigue and alopecia had resolved. The reporter considered abdominal pain, alopecia, fatigue, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: right side three coils were visualized. The same procedure was done on the contralateral side and 4 coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, fatigue. Most recent follow-up information incorporated above includes: on 2-aug-2019: pfs and mr received- previously reported event ¿injury¿ replace with ¿abnormal bleeding (vaginal), events-¿ abnormal bleeding (menorrhagia)/ heavy nonstop bleeding for 8 weeks, abdominal pain, fatigue, hair loss, hydrothermal endometrial ablation and essure insertion performed on same day", medical history, concomittant conditions, new reporters, plaintiff's information, lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.